Event description:
It was reported that urine leaked into the diaper, so the customer refilled it with fixed water. The customer attempted again, but received the same result. The foley catheter was found to be cracked when the customer checked it. It was mentioned that the event occured 4 days after the placement. Per additional information via email from ibc on 05sep2021, it was confirmed that no impact to the patient.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted balloon burst upon return measuring 0.2585". There were no missing pieces. A potential root cause for this failure mode could be ¿high modulus silicone¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked into the diaper, so the customer refilled it with water. The customer attempted again, but received the same result. The foley catheter was found to be cracked when checked by the customer. It was mentioned that the event occurred 4 days after the placement. On (B)(6), the foley catheter was placed and the customer refilled the diaper with fixed water on (B)(6), 2021.